Event description:
It was reported to philips that the flexvision pc was not functioning. No harm was reported to philips. A philips field service engineer (fse) visited the site, replaced the flexvision pc, and installed the system software. The device returned to its expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not functioning. A review of the system log files showed that there were multiple network connection problems towards the flexvision pc. Upon functional testing, the fse found that the flexvision system is not communicating with host and the monitor was blank. The part analysis of defective flexvision pc was performed, which determined issue with the hard drive bay. To resolve the issue, the fse replaced the flexvision pc and installed the system software. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.